Event description:
It was reported that the sterile water did not come out when the foley catheter was pretested in the operating theatre to insert a catheter for urinary drainage and temperature control. As per information mentioned in the internal bd comments on (B)(6) 2023, stated that no abnormalities were detected throughout the catheter. They cut the inlet tube and discarded the bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water did not come out when the foley catheter was pretested in the operating theatre to insert a catheter for urinary drainage and temperature control. As per information mentioned in the internal bd comments on 15nov2023, stated that no abnormalities were detected throughout the catheter. They cut the inlet tube and discarded the bag.